Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the unit reflected heat with a reading of 119 degrees fahrenheit which is greater than manufacture specification (119 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit) and the unit reflected noise with a reading of 80.5 decibels which is greater than manufacture specification (80.5 decibels; specified reading is sound level must not exceed 76 decibels). It was also observed that the drive shaft was broken which is consistent with using excessive force while the motor is in use. The broken drive shaft is what caused the noise and heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by misuse, abuse and or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device made a loud noise while running and overheated. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.